Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin was squirting out during manual prime. Troubleshooting was performed. Customer's blood glucose was 338 mg/dl. No moisture noted on the reservoir. No gap noted between piston and reservoir. Reservoir insulin volume was 200 and the device showed 102. Customer was advised to attach a new infusion set and reservoir, and restart prime process. Customer was advised to release act button and insulin did not continue to drop. Customer reported high blood glucose for the past two days. Troubleshooting for high blood glucose was performed. No further information reported.